Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The patient was admitted to the hospital for peritonitis, hypoxia, acute bacterial bronchitis, and wheezing. The patient¿s medical condition continued to deteriorate during the admission, and the patient expired two days later. Additional information was requested, however to date has not been provided.

Event description:
Clinical review: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s hospitalization for peritonitis, hypoxia, acute bacterial bronchitis and wheezing with fatal outcome. Based on the reported information, the patient¿s exact cause of death cannot be determined, and it is unknown if it is related the reported peritonitis with concomitant bacterial bronchitis and hypoxia. However, there is no objective evidence that a liberty select cycler or liberty cycler set product deficiency or malfunction caused the patient¿s death. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, there is no objective evidence which indicates that a liberty select cycler or liberty cycler set product deficiency caused or contributed to the peritonitis infection. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. It is well documented the most common cause for peritonitis in pd patients is poor aseptic technique at the time of the pd exchange. Moreover, the patient is a diabetic which is also a significant risk factor for peritonitis infection.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.